Event description:
The patient had oozing from around the pump site several months after pump implant. The area was cultured the day prior to this report; the results were pending. The pump site was opened and the pump location was moved to a higher spot in the patient¿s abdomen. The physician said that it didn't look infected, but he did culture anyway. Pump interrogation showed no issues. The last pump refill was (B)(6) 2014. The patient continued to receive good therapy. The patient status was reported as ¿alive-no injury¿; the patient was doing well following the procedure. The device system was delivering morphine and bupivacaine. The culture results and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
Additional information received reported the catheter was revised and the pump was replaced.